Event description:
It was reported that when using the bd pyxis medstation system the drawer 4 was jammed. The customer stated that this malfunction occurred while user trying to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was difficult to open/close. The field service engineer replaced the bad rails and performed preventative maintenance to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.